Manufacturer narrative:
.

Event description:
Customer reported that the unit went ventilator inoperative with error code message of air valve liftoff failure. The customer reported there was no patient involvement.